Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient received an occlusion alert during breakfast while using an infusion set, and the alert resolved only after changing the supply; 3 drops were observed during a fill-tubing check, and the blood glucose at the time was 156 mg/dl. Symptoms included no reported adverse clinical effects. Outcomes included no impact on activities of daily living and no medical intervention beyond routine troubleshooting and education. Investigation included customer service troubleshooting, education on occlusion meaning and fill-tubing procedure, and confirmation that the alert cleared after the supply change. Investigation of this case revealed an infusion line occlusion consistent with insulin flow obstruction, with the issue localized to the infusion set and resolved after replacement. It was concluded, based on previously established findings for similar reports, that the cause was a transient infusion set occlusion related to the disposable component.